Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "cement-in-cement femoral component revision a comparison of two different taper-slip designs with medium-term follow up ". Literature article entitled ""cement-in-cement femoral component revision : a comparison of two different taper-slip designs with medium-term follow up."" Written by kennedy jw, ng nyb, young d, kane n, marsh ag, and meek rmd. Published by the bone and joint journal published online/accepted by publisher 1 jul 2021 was reviewed. The article's purpose was to follow 97 patients that underwent a cement-in-cement revision who had a minimum of two years' follow-up. Included in the 97 patients were 47 c-stem amt depuy femoral stems and 50 competitor stems. Also, the stems being revised during the study involved charnley depuy femoral stems and howse depuy femoral stems. Depuy unknown head products were used. The manufacturer of all acetabular components for the study are unknown. No specific patient identifiers were given in the article. Unknown cement manufacturer was used during the primary operation and competitor cement was used all on revision procedures. Depuy products with known adverse event(s): charnley femoral stem x 1. Unknown femoral head x 4. Howse femoral stem x 1. C-stem amt x 3. Adverse events: charnley stem (and unknown head). Femur fracture requiring revision. Impingement requiring revision. Dislocation requiring revision. Howse stem (and unknown head): femur fracture requiring revision. Impingement requiring revision. Dislocation requiring revision. C-stem amt: 3 cases of infection requiring revision. 4 cases of femur fracture requiring revision. Unknown number of cases involving femoral stem migration with no indicated treatment. 5 deaths for unknown reasons within 2 years of revision.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.